Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, a tubing leak was reported and is a known cause of this alarm. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The cause of the issue was determined to be due to a tubing leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain five of five of peritoneal dialysis therapy. The patient stated that there was fluid leaking out of the heater line. The location of the leak was on the tubing and away from where the line connected to the bag. The technical service representative had the patient cycle the power on the device to clear the alarm. The patient was going to end the therapy and finish therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.